Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of the customer that the aes-90sn aes-90sn probe assy,suct,sin was being used on (B)(6)2023 during a shoulder rotator cuff procedure and ¿the proximal of hook type tip was broken during surgery, but the surgery was completed without any problems by using a new product from another company as a replacement.¿ there was no injury or impact to the patient or user. There was a 10 minute delay to the procedure. After further assessment it was found "the component fell into the patient's body, and the broken piece was properly retrieved and disposed of. There was no effect in the patient's body. After grasping the fragments with artho grasper, they were retrieved." There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be from inadvertent activation or movement of an activated probe outside the field of view. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 reports, regarding 36 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 during a shoulder rotator cuff procedure and ¿the proximal of hook type tip was broken during surgery, but the surgery was completed without any problems by using a new product from another company as a replacement.¿ there was no injury or impact to the patient or user. There was a 10 minute delay to the procedure. After further assessment it was found "the component fell into the patient's body, and the broken piece was properly retrieved and disposed of. There was no effect in the patient's body. After grasping the fragments with artho grasper, they were retrieved." There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.